Manufacturer narrative:
(B)(4).

Event description:
It was reported that the was asymptomatic during the merlin.net transmission, two episodes of undersensing were noted. The sensitivity was set to auto. No reports of intervention had been reported. The lead remained implanted.